Event description:
Patient was intubated, and tube was out of position, so it was decided to extubate patient. After extubation, it was noted that et tube balloon would not deflate. Patient had some bleeding noted after being extubated. Had to be re-intubated to protect airway, and to continue treatment. FDA safety report ID# (B)(4).